Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-02304. It was reported that the patient's leads had migrated. It was noted the patient had lost therapy and the migration was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.